Event description:
The customer's parent reported that the insulin pump was delivering the wrong amount of insulin. The insulin pump delivered the customer's max set. The customer was unconscious and was taken to the emergency room. The paramedics were called on (B)(6) 2015 and the customer was taken to the hospital. The customer's blood glucose level was not reported. The insulin pump delivered insulin without a blood glucose entered. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected bolus delivery noted; the bolus wizard functioning properly per bolus wizard sample in the user guide.